Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of the 643 mg/dl and current 116 mg/dl. Customer treated high blood glucose with the bolus on the insulin pump and declined troubleshooting for it. Customer stated the mini-link led did not blink on and off when discontinue from the charger. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The device is not expected to be returned for analysis.